Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited image disappearance during angulation in up/down directions. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer.additional information added to fields: b5, d10, and h6.olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred before a diagnostic bronchoscopy procedure. There was no delay reported, the patient was under general anesthesia. The procedure was completed with another of same device.

Event description:
It was reported that the broncho-videoscope image disappears during angulation in up/down directions. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected fields: b5, d5, e1 (establishment full name: (B)(6) hospital ), e2 (unknown), e3 (unknown), g2 (just foreign and user facility must be selected as this is an intake case without hcp reporter or contact), h6 (impact code). Correction to g3 of the initial medwatch. The aware date should be 01may2024. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, charged coupled device unit was damaged while the user was handling the device which led to occurrence of the suggested event. Important information please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as describe section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.